Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5179799, mw5179800. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - impact code problem code: f1201 biopsy / code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an applicator deployment issue occurred. According to a report received via maude on 12/26/2025, and a follow-up phone call conducted by technical support with the patient on (B)(6) 2026, the patient reported an applicator deployment issue. On (B)(6) 2025, the patient experienced a sensor failure, prompting removal of the sensor. Upon removal, the sensor wire was missing from the wearable. The patient reported no symptoms indicative of a retained foreign body. Later that same day, the patient visited the emergency room (ER) and underwent an exploratory biopsy at the sensor insertion site, which was subsequently closed with stitches. An x-ray was also performed. The patient noted that lidocaine may have been administered prior to application of a freezing/numbing agent before the biopsy punch. During the ER visit, a second physician familiar with the dexcom device inspected the wearable and discovered that the entire sensor wire was looped inside the applicator hole. Both the biopsy sample and x-ray confirmed that no wire remained in the patient¿s skin. The patient was discharged home in stable condition. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.